Event description:
During the atrial fibrillation procedure, the side port/stopcock detached from the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 6.5f ultimum introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.